Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-11754, related manufacturer's reference number: 2017865-2021-17183, related manufacturer's reference number: 2017865-2021-17184. New information received notes the patient expired on (B)(6) 2021 for unknown reasons. Additional information was requested, but not provided.